Manufacturer narrative:
Patient information is currently not available. A ge healthcare service representative performed a checkout of the equipment and confirmed the mylar flap of the flow sensor stuck to the top of the flow sensor housing. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'reverse flow' during a case. Flows were increased and the case was continued. There was no report of patient injury.